Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was also stated that, the customer was vomiting. The medical doctor wanted the insulin pump to be replaced. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.